Event description:
A patient reported having experienced extreme tooth sensitivity on their front right tooth. The patient stated that they thought by now that pain would have subsided, but it hasn't. The patient said they woke up today and realized their tooth was purple which has never ever happened.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.